Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the energy transfer of the fenestrated bipolar forceps instrument became inadequate. The customer replaced the energy cable, but the issue persisted. There was no report of fragment falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that while dissecting the tissue, the instrument tip was in contact with tissue, but there was no energy delivered to the end of the tip. The energy seemed to be transmitted very weakly to the tip closer to the wrist. No thermal damage or arcing was observed. The customer did not identify any damage on the conductor wire. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the grip hub. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the grip hub. There was no material missing and the conductor wires were exposed. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.